Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd insyte¿ autoguard¿ shielded IV catheter, the device experienced needle retraction failure. The following information was provided by the initial reporter. The customer stated:   it was reported by the medical professional, the needle will not retract. The needle will not retract when white button pushed. Could not keep product due to needle exposed.